Event description:
It was reported by the customer that a pyxis medstation es system barcode was dark and unable to scan. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the printer was intermittently working. The field service engineer setup drivers for zd410 printer after it stopped working and upgraded. The system functioned as intended after the field service engineer troubleshot the device.